Event description:
The customer reported zipper damage on the side panel b however, they couldn't provide more information. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found that on the oval panel side a window zipper slider body is open. Panel side b window zipper slider body is open and the insert pin is missing. Window side c insert pin tape is torn. The canopy was repaired and returned to customer. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).